Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-paced t-wave oversensing was observed. The device was reprogrammed.